Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer also reported a blood glucose reading of 550 mg/dl, which she treated. Nothing further was reported.